Manufacturer narrative:
This report is for an unknown 2.4mm locking recon plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was implanted with hardware on (B)(6) 2015 for symphyseal fracture repair. The patient had a plate failure on an unknown date resulting in malunion. Revision surgery was performed on (B)(6) 2016 and two broken plates (2.4 locking recon plate and 2.0 mandible locking plate tension band plate), one broken unknown screw and an unknown number of intact 2.0mm non-locking screws were removed. No piece of instrument remained in the patient. Surgery was completed successfully without any surgical delay and without any other medical intervention required. The patient was revised with new hardware. This report is for an unknown 2.4mm locking recon plate. This is report 1 of 3 for (B)(4).